Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was receiving unintended stimulation in the abdomen, back and buttocks. Reportedly, the lead appears to be angled to the left. A sjm representative met with the patient but was unable to resolve the issue with reprogramming of the patient's scs system. Surgical intervention may be taken to address the issue.

Event description:
Follow up identified the patient's physician decided to remove the patient's entire scs system.